Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead was stretched.

Event description:
It was reported that at implant the lead access was difficult and there was an acute bend in the lead due to stenosis of the veins. Once in place the lead impedance was high. The lead was not implanted. No patient complications have been reported as a result of this event.